Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reep0593 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that "when placing the catheter under insertion they realized that the catheter had fractured and went off approx 3,5 cm from the tip. They had to open up the insertion place to pick it out. The catheter was subcutaneous. Sutured with 3 suture."

Event description:
It was reported that "when placing the catheter under insertion they realized that the catheter had fractured and went off approx 3,5 cm from the tip. They had to open up the insertion place to pick it out. The catheter was subcutaneous. Sutured with 3 suture."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a the following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a fractured powerglide catheter was confirmed. The product returned for evaluation was one 20ga x 10cm powerglide pro midline catheter assembly. Usage residues were observed throughout the sample. The safety mechanism was advanced over the needle tip. The catheter exhibited a complete break approximately midway along its length. The break exhibited a tapered profile. The catheter tip exhibited deformation. Microscopic inspection of the distal end of the catheter confirmed inward curving edges. Discoloration was observed throughout the deformed region. Inspection of the break site revealed sharply defined fracture features. The fracture surface was partially striated and partially granular in texture. A longitudinally aligned scoring mark was observed on the inside surface of the catheter leading into the break site. The fracture features were consistent with damage caused by contact between the catheter shaft and the needle tip. Such damage can occur if the catheter is withdrawn onto the needle or if the needle is re-inserted into the catheter following catheter advancement. The abundant use residues indicated that occurred during attempted device placement. The product IFU states ¿warning: once the catheter has been advanced, do not re-insert the catheter or pull the catheter back onto the needle. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter.¿ the catheter tip deformation suggested that initial placement resistance may have contributed to the event. H3 other text : evaluation findings are in section h.11.